Event description:
It was reported that the handle (griff) at the end of introducer, break (came off). It was occurred during cannula insertion. User was able to insert the cannula on patient. No harm to any person has been reported. #: (B)(4).

Manufacturer narrative:
It was reported that the handle (griff) at the end of introducer, break (came off). It was occurred during cannula insertion. User was able to insert the cannula on patient. No harm to any person has been reported. The photograph was received which shows the reported failure, broken griff of introducer. Based on this, failure could be confirmed. No product investigation is required since photograph shows the failure clearly. The production history records (dhrs) of the affected be-pvl 2355 with lot#: 3000179924 was reviewed on 2022-08-10. According to the DHR result, the product be-pvl 2355 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Force test is applied to products as part of related basic operation procedure gluing griff on introducer. If introducer body came off / removed from griff, the raw material will be scrap. Device history record review shows that the test was performed, and there is not any scrap recorded due to fall during force test. Based on the investigation results, the reported failure could be linked to the risk assessment and control hls cannulae and the most probable cause could be: user error: an excessive force (unintended) applied to the introducer could lead to the failure of glue connection. The received information from customer states that there was not extra force applied on griff of introducer however applied force could not be measure and unintended movements could cause the handle disconnection. The customer will be informed about the investigation results by sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.